Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead (distal end) was returned in one piece measuring 49.7 cm. External insulation abrasion due to friction to another device or feature of the heart was noted breaching the rv cable lumen at 27.0 cm to 27.1 cm from the distal tip. The etfe cable coating was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.